Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h31088, h11h03111, h11g19028 and no exceptions were observed that were related to the reported condition. The cause of the user error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the user error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/ touch contamination. On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis caused by made a mistake/touch contamination and constipation and was hospitalized the same day. Treatment was not reported. The outcome for the event patient made mistake/ touch contamination and constipation was not reported. The patient was recovering from the event of peritonitis. Dianeal and extraneal therapies were ongoing. The nurse stated the peritonitis was not related to dianeal and extraneal therapy. An opinion of causality for patient made mistake/ touch contamination and constipation was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.